Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma.there are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.